Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump has a keypad anomaly; every button functions properly except for the unresponsive ok button. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated but the customer could not confirm if the insulin pump was not dropped, bumped, or exposed to moisture as the customer was frustrated. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm and motion sensor test failure alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive buttons and replace battery now alarms due to critical pump error open book image alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage on the keypad assembly noted. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked battery tube threads, missing display window cover, missing end cap address label, pillowing keypad overlay, and minor scratched lcd window.